Manufacturer narrative:
The lot history review for this product was not reviewed because the product was not returned to abbott for analysis and the lot number was not reported.

Event description:
Device malfunction: none. Symptoms/ae: hypotension. Time of symptoms/ae: during procedure after post-dilatation. It was reported that two acculink stents were implanted in the right internal carotid artery. Following post-dilatation, using viatrac balloon, the patient developed hypotension that resolved three days later after treatment with dopamine, prolonging hospitalization. No additional information is available. Study event.